Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The code was utilized due to the surgery that occurred.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a syncopal event and the device delivered two inappropriate shocks. The patient required cardiopulmonary resuscitation (CPR) and was subsequently admitted to the hospital and was intubated. A boston scientific technical services consultant reviewed the device data and identified multiple morphologies, low amplitude measurements and t-wave oversensing. Additionally, a stored smart pass episode was noted which occurred just prior to an untreated event. The patient's rhythm at that time was consistent with normal sinus rhythm at the onset, followed by morphology consistent with asystole. There was also a single signal premature ventricular contraction (pvc) illustrated within the asystole which would support that the s-ICD sensing was active during this episode. Evaluation of the two treated episodes showed a wide qrs complex with conversion after the second shock. Further review identified the first shock occurred prior to CPR and the second shock occurred after CPR began. The consultant discussed the reported clinical observations and programming options for this patient. The consultant and the caller suspect the clinical observations to be the result of some aberrant rhythm or slow ventricular tachycardia (vt). No additional adverse patient effects were reported.